Manufacturer narrative:
The 3 facility-owned devices and 1 pentax-owned loaner device were used in a total of 998 procedures. A separate MDR is being filed for each of these procedures. A total of 376 mdrs are being submitted for pentax model eg29-i10/serial (B)(4). A total of 254 mdrs are being submitted for pentax model eg29-i10/serial (B)(4). A total of 337 mdrs are being submitted for pentax model eg29-i10/serial (B)(4). A total of 23 mdrs are being submitted for pentax model eg29-i10/serial (B)(4). A total of 8 mdrs are being submitted for pentax model eg29-i10/serial unknown. (B)(4).

Event description:
Pentax medical became aware of a report on 26-jun-2019 stating that the forward water jet channel on three customer-owned pentax medical gastroscopes model eg29-i10 (serial (B)(4)) were not cleaned or reprocessed in accordance with the pentax reprocessing instructions for use (rifu). According to the facility, it learned of the issue on 26-june-2019, and communicated to pentax that the issue potentially dates back to when the devices were first placed in service in april 2018. The pentax global chief clinical officer held a conference call with the facility senior executive team on 27-jun-2019 to gather additional details and determine next steps. The facility communicated that the three customer-owned eg29-i10 gastroscopes were removed from service and quarantined at the facility since 26-jun-2019 and that the devices were not used on additional patients after that date. The facility also communicated that foreign liquid was evacuated from at least one of the devices upon flushing the forward water jet channel. The three customer-owned eg29-i10 gastroscopes were shipped to the account in january 2018, but, according to the facility, were not used or placed into clinical service until april 8, 2018. On 12-july-2019, pentax learned that one pentax-owned loaner scope (serial (B)(4)) was placed into service at the facility during normal repair of one of the facility-owned devices and then removed from the account, reprocessed and inspected by pentax personnel, before being placed back into the pentax loaner pool. Based on the facility electronic health records, pentax was informed that the 3 facility-owned devices and 1 pentax-owned loaner device were used in a total of 998 procedures. A MDR is being filed for each of these procedures. A review of the service history for pentax model eg29-i10/serial (B)(4) shows the device involved in this MDR has not been returned to a pentax facility for repair/service since the device was put into service at the facility in april 2018. At the time of sale, pentax model eg29-i10 gastroscopes were packaged with rifu s019-r05 and product bulletin mk-625 rev d. On 28-jun-2019, pentax issued return material authorizations for the 3 facility-owned devices to be returned to pentax for inspection and microbiological culturing. Pentax also shipped three loaner devices the same day (model eg29-i10) to provide on-site training so the facility could continue to provide clinical care for their patients. Pentax service completed an in-service with the facility on 28-jun-2019 for gastroscope model eg29-i10. During the in-service, the pentax service trainer documented the facility's use of a boston scientific enzymatic detergent that was not evaluated for compatibility with pentax endoscopes and endochoice cleaning brushes that were not validated for use with pentax endoscopes. The pentax service trainer also recommended in-service training on proper use of the medivators aer being used and its associated products. Pentax model eg29-i10/serial (B)(4) was received by pentax on 01-july-2019 and inspected by pentax service the same day. Inspection findings included the following: operation channel, primary slice by accessory, passed wet leak test, passed dry leak test, insertion tube bump at stage 1. The operation channel and forward water jet channel were sampled on 03-july-2019, prior to repairs. A device history review was performed on 02-jul-2019 which confirmed the gastroscope (pentax model eg29-i10/serial (B)(4)) was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The pentax global chief clinical officer visited the facility on 02-jul-2019 and met with the facility leadership team. Documentation from the on-site in-service was provided to the facility and the facility communicated plans to notify patients and initiate changes to its reprocessing procedures. Pentax notified FDA about the incident on 03-july 2019. The sampling performed on 03-july-2019 yielded the following results: operation channel - no growth, study number (B)(6), forward water jet channel - (1) stenotrophomonas pavanii/ pseudomonas geniculate, study number (B)(6). Because of delayed delivery and testing of the july 3 sample, the operation channel and forward water jet channel were resampled on 19-july-2019, prior to repairs. Results from the microbiological re-culturing are pending. There have been no reports of patient infection or death from this event. This MDR is one of 998 that are being filed in relation to an incident reported at a single hospital.